Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on 08-apr-2025 to ensure the customer's condition had improved - able to establish contact with customer who her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 25-apr-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back-to-back test results obtained that day pm fasting of 165 and 215 mg/dl. The customer¿s expected blood glucose test result ranges are 88-129 mg/dl am fasting and pm fasting 102-140 mg/dl. Customer reported symptoms of tiredness, headache, blurry vision, dizziness; customer stated they were ongoing symptoms. Customer stated that at her last regular checkup appointment, she let doctor know about it but doctor did not pay attention to her concerns. Customer did not provide specific date when symptoms started and if that was before she got the meter. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 08/31/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.